Event description:
It was reported that during an unknown procedure, the surgeon used the device to transect the distal of rectum. After firing, he found it cut but partial stapling. He completed the case with hand sew. There were no adverse consequences for the patient.

Event description:
It was reported that during an unknown procedure, the surgeon used the device to transect the distal of rectum. After firing, he found it cut but partial stapling. He completed the case with hand sew. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the surgeon used the device to transect the distal of rectum. After firing, he found it cut but partial stapling. He completed the case with hand sew. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.